Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported as a result of a re-evaluation. Initial report, follow up will be send after evaluation.

Event description:
The blades were bending and or breaking in the shoulder arthroscopy kit.